Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number ((B)(4)) evaluation was unconfirmed as failure could not be reproduced (reference: MDR number 3006260740-2018-00717).

Event description:
Image has become very cloudy and its becoming harder to track the needle and visualize the needle tip.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The sr8 image is normal when compared to other in house sr8¿s. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6)showed one other similar complaint from this serial number. The previous complaint for this serial number ((B)(6)) evaluation was unconfirmed as failure could not be reproduced (reference: MDR number (B)(4)).

Event description:
Image has become very cloudy and its becoming harder to track the needle and visualize the needle tip.